Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair and lysis of adhesions on (B)(6) 2017 during which the surgeon noted a piece of small bowel stuck up to the mesh, which was carefully taken down. One edge of the mesh had pulled away. It was reported that the patient experienced severe pain, nausea, inflammation, adhesions, loss of appetite, stress and anxiety. No additional information was provided.